Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The unstable stent was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that for a coronary intervention, the 2.5 x 23 mm mini vision rx stent was unstable and not crimped to the balloon. It was not used on the patient and the procedure was completed with another device. There was no patient involvement and no clinically significant delay was reported. No additional information was provided.